Manufacturer narrative:
The field service representative verified that the screen calibration was off on the left half of the screen. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the user was having to touch the central control monitor (ccm) screen multiple times to get a response. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment and powered it on. The pst observed that the ccm touchscreen arrow was off by approximately 1.25 inches. The pst selected calibration and accurately touched each calibration point in all four corners. The ccm was monitored for 41.75 hours without any observation of intermittent touchscreen response issues passing successfully. It was determined that the ccm did not meet specification. The service repair technician (srt) checked the screen for cursor tracking and observed the cursor to react as expected tracking appropriately. He preformed calibration and upon recheck, the cursor still functioned as intended. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass whereby the central control monitor (ccm) screen was intermittently needing multiple touches to get a response. There was no delay or blood loss, and the unit was not changed out, and the surgery was completed successfully.